Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose (bg) of 426 mg/dl. Customer was treated with insulin injection. Customer was released 5.5 hours later with bg of 266 mg/dl. Customer reported being weak and tired for 2 days. Reportedly, customer alleged pump was not delivering insulin. Customer reverted to manual injections for alternate insulin therapy.